Event description:
It was reported that there was failure to pace relative to the subject pacemaker during an implant attempt. It was further indicated that the physician checked the lead position and connection.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
It was reported that there was failure to pace relative to the subject pacemaker during an implant attempt. It was further indicated that the physician checked the lead position and connection.